Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600075 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips were difficult to close. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that there was a crack near the middle of the channel. No other defects or anomalies were observed. Functional inspection was performed by attempting to load clips into the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to load into the jaws, but the jaws would not open up and release the clip. Since the clips could not be released, the amount of clips remaining could not be determined. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this other remarks: event. The reported complaint of "clips not closing" was not confirmed based upon the sample received. The first clip was able to close in the jaws of the device. However, the returned sample did not work properly as the clip would not release from the jaws as a result of damage observed on the channel. One device was returned. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided , operational context caused or contributed to this event.

Event description:
The clips were difficult to close. The patient's condition was reported as unknown.